Event description:
Lp10 cardiac monitor during an emergency transport from hospital to hospital: monitor started with an electrical malfunction approx. 20 min run to dropping off pt. Lp10 started blinking and showing a flat line, then going to off mode, then back to a good accurate reading. Batteries were changed, lp10 moved to a different position, "no change". There was no pt compromise. The reading (lp10) was available but not consistent.